Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. The patient came to the hospital with a stroke and needed a cranial CT at 10:30 on (B)(6) 2024, as prescribed by the doctor, using a closed IV indwelling needle to facilitate the infusion of medication, and when withdrawing the needle core after a successful puncture, he found that blood was leaking from the hole, and blood was still seeping after treatment, so he was given an immediate re-puncture and the related examination was completed. Today, I have learned about this matter through the customer's active feedback, and the customer said that the incident started from (B)(6) 2024 after the successful puncture of this batch of products, the blood leakage problem of different degrees at the isolation plug withdrawal needle core was close to 20second, it brought great trouble to the work of the department, and the customer questioned the quality of the product after centralized procurement, and asked the company to pay the product compensation and find the reason for giving a reasonable explanation. Asked the customer for the samples involved, and the customer said that because the indwelling needles were all bloody to varying degrees, they had been disposed of after a short period of retention, and the customer had been asked to have similar problems in the remaining products of the same batch number, and the samples must be kept for feedback to the company. The customer provided a relevant video, see the attachment for details (before the hospital had 1 complaint about the same problem with the same product number and the same batch of products) product serial number: (B)(6), product item number: 383012, product registration. Certificate: national machinery note (B)(4), product sales date: 2024-08. Today, we received feedback from stroke emergency customers in linyi people's hospital again, and the batch of indwelling needles once again had a case of blood leakage from the isolation plug after the successful needle core was punctured, and the relevant samples have been mailed back to the designated delivery address, express information: (B)(4) please pay attention to check.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient came to the hospital with a stroke and needed a cranial CT at 10:30 on (B)(6) 2024, as prescribed by the doctor, using a closed IV indwelling needle to facilitate the infusion of medication, and when withdrawing the needle core after a successful puncture, he found that blood was leaking from the hole, and blood was still seeping after treatment, so he was given an immediate re-puncture and the related examination was completed. ============= today, I have learned about this matter through the customer's active feedback, and the customer said that the incident started from (B)(6) 2024 to (B)(6) 2024 after the successful puncture of this batch of products, the blood leakage problem of different degrees at the isolation plug withdrawal needle core was close to 20second, it brought great trouble to the work of the department, and the customer questioned the quality of the product after centralized procurement, and asked the company to pay the product compensation and find the reason for giving a reasonable explanation. Asked the customer for the samples involved, and the customer said that because the indwelling needles were all bloody to varying degrees, they had been disposed of after a short period of retention, and the customer had been asked to have similar problems in the remaining products of the same batch number, and the samples must be kept for feedback to the company. The customer provided a relevant video, see the attachment for details (before the hospital had 1 complaint about the same problem with the same product number and the same batch of products) product serial number: (B)(6), product item number: 383012, product registration certificate: national machinery note 20153142208, product sales date: 2024-08 today, we received feedback from stroke emergency customers in linyi people's hospital again, and the batch of indwelling needles once again had a case of blood leakage from the isolation plug after the successful needle core was punctured, and the relevant samples have been mailed back to the designated delivery address, express information: sf0261653004208please pay attention to check.

Manufacturer narrative:
1. The customer returned 1 photo, 1 video and 98 samples (96 of which are unused samples and 2 of which are defective samples, the sku is 383012, and batch code is 4052079). 1-the photo and video show blood oozing from the septum. 2-the 800mm simulated clinical leakage test is performed on 96 samples, and the test results show that no leakage is found at the septum. Please see the attachment pr#(B)(4) for test reports. 3-the 2 defective samples show that the pinholes at the end of the septum are not closed, and liquid can leak through unclosed pinholes. Please see the attachment pr#(B)(4) for photos. 2. DHR/bhr review lot#4052079 1-this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-as similar complaints received from other hospitals about this batch of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained samples of this batch are taken for the 800mm simulated clinical leakage test, and the samples pass the test, no leakage is found. Please see the attachment pr#(B)(4) for test reports. Conclusion(s): the returned photo, video and 2 samples all show the leakage at the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.